Event description:
As reported, after zeroing on patient this acumen iq sensor connected to the bedside monitor, the systolic blood pressure (bp) values gradually decreased during 2-3 minutes from 90mmhg to 50mmhg, whereas the diastolic bp value remained stable though low (18mmhg). The acumen was zeroed again and the systolic and diastolic values increased, however, they gradually decreased again. The bp values were compared to an non-invasive blood pressure device, that gave stable higher values. In addition, when trying to zero again in order to troubleshoot, the pressure values shown on the monitor were -10mmhg, -15mmhg, etc., not the expected value of 0. The non-vented cap was checked to be removed, the patient monitor pressure cable was replaced, the line was checked to not have air bubbles, however, the issue persisted. No error message was displayed on the bedside monitor; the hemosphere monitor was not connected. When replacing the device, the connector on the patient side broke (see image attached). Replacing the acumen iq sensor with a flotrac sensor solved the issue. There was no allegation of patient injury and the patient was not treated according to the wrong values provided since the non-invasive device readings were considered. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.